Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The p1 connector on the backplane was evaluated and reseated. The system was tested and found to be working as intended and put back into service.